Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. The lesion was predilated and the physician advanced the taxus express2 3.0x16mm drug eluting stent, but was unable to cross the lesion. The lesion was predilated again and the physician made repeated attempts to advance the taxus express2 stent but was still unable to cross the lesion. The guide catheter disengaged and the shaft of the taxus express2 stent broke inside the guide catheter. The procedure was successfully completed with a 3.5x12mm taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.